Manufacturer narrative:
Device passed the functional tests, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and delivery accuracy test at 0.08660 inches.

Manufacturer narrative:
Pump passed the functional tests, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and delivery accuracy test at 0.08660 inches.

Event description:
Customer's mom reported via phone call that the customer was hospitalized. Customer's mother assisted the helpline with the trouble shooting was process and found customer's blood glucose was 410mg/dl at the time of incident and current blood glucose is 333mg/dl. Customer reported vomiting and headache and treated with IV fluids and insulin drip. Customer had exited from auto mode over night prior to going into the hospital. Trouble shooting was terminated when bent cannula was discovered. Customer's mom is still concerned about high blood glucose being experienced prior to today that resulted in hospitalization. Advised the device will need to be replaced. The insulin pump will be returned for analysis.